Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. As the device was not returned for evaluation and the lot number was unable to be provided by the user facility, there was no device evaluation or review of the device history record (DHR). Based on the results of the investigation and the information provided by the user facility (the cover was not securely attached), the most likely cause of the distal cover separating from the scope, was due to the load experienced during use because it was not sufficiently attached to the scope. The instructions for use (IFU) state the following: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). -investigation results of product specifications; quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. -other investigation results according to the information provided, the nurse was not able to confirm that it was securely attached when it was attached to the scope. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated the maj-2315, single use distal cover, had came off when removing the evis exera iii duodenovideoscope from the patient. Additional information was obtained and clarified that the user had placed the cover on the scope incorrectly. The nurse did not ensure the cap was secured and passed the lip at the end of the scope. The user facility received in-servicing to provide additional training. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The olympus sales representative reported to olympus technical support via the phone, the maj-2315, single use distal cover, came off when removing the evis exera iii duodenovideoscope from the patient.at the end of an unknown therapeutic procedure. The user was able to retrieve the cover. The procedure was completed and there was no patient harm reported.